Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. In addition, it was reported that the pump intermittently doesn't deliver customer initiated boluses. Customer's blood glucose was 228 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.